Event description:
While patient was playing volleyball, a clarity ceramic bracket debonded prematurely from patient's lower left second bicuspid, removing with it a piece of enamel from the buccal surface of the tooth. Per orthodontist, there was slight exposure of dentin. Orthodontist repaired tooth with composite filling.